Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a cracked bottom case under the battery compartment and cracked right plunger case. Event log history was performed and indicated that "super cap post" was recorded in history. During analysis, the reported problem was not able to be duplicated. It was noted that device main battery was depleted, or device was operating on a depleted (dead) battery and this was the cause of the reported problem by user error. Service replaced the main battery to correct the reported issue and performed power up process and it passed. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a bad main board. No adverse effects were reported.